Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The patient showed 5 hi electrodes during a routine fitting session. The patient had not noticed anything regarding his hearing, with the ci intelligibility only a bit worse. After that, a new fitting session was scheduled to do an e-ift. In this new session one more electrode showed hi values during the normal ift and significant fluctuations in 3 electrodes during the e-ift. Currently only 4 channels are functional. Reimplantation is being considering, however only after the summer. Previously, a CT scan will be performed in order to check the cochlea and cable route.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The patient had not noticed anything regarding his hearing, with the ci intelligibility only a bit worse. After that, a new fitting session was scheduled to do an e-ift. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient showed 5 hi electrodes during a routine fitting session. The patient had not noticed anything regarding his hearing, with the ci intelligibility only a bit worse. After that, a new fitting session was scheduled to do an e-ift. In this new session one more electrode showed hi values during the normal ift and significant fluctuations in 3 electrodes during the e-ift. Currently only 4 channels are functional.